Event description:
The customer states that during correlation studies between the axsym digoxin iii and architect c8000 multigent digoxin assays, two patients samples generated discrepant results. Patient #2 generated axsym results of 2.32 and 2.42 ng/ml and architect results of 1.22, 1.20, 1.14, and 0.99 ng/ml. Controls have been within specifications with no issues with any other assays. No specific patient information was provided. The customers states that no preventive maintenance has been performed on the analyzer since its installation in 2007. A service call was initiated. Since this was a correlation study, no impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.